Manufacturer narrative:
Additional information provided in d.4. And h.4 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d9, h3, h6, and h10. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was examined. The company representative was unable to confirm or replicate any system non-conformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. The manufacturer internal reference number is: 2020-67942.

Event description:
A surgeon reported during laser assisted cataract surgery an anterior capsule tear occurred during hydrodissection. The doctor suspects an uncut or weak continuous curvilinear capsulorhexis (ccc).